Event description:
It was reported that following c5-c7 acdf surgery in a (B)(6) male pt on (B)(6) 2011 that the superior screw separated from the plate; the screw remained attached to the vertebral body. Revision surgery was conducted (B)(6) 2012; the construct was replaced. The explanted product was given to the pt by the surgeon; product return is not expected.

Manufacturer narrative:
(B)(4). The affected product was given to the pt following surgery and is not available for eval. No root cause has been established. Should the product become available for eval and pertinent new info is obtained, a f/u report will be filed. Review of labeling notes the following: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s).